Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found: olympus repair center could reproduce the reported phenomenon. There was leakage between up/down knobs and the control body. The adhesive of the bending section rubber had a crack. A part of the insertion tube was caught, pinched, and deformed. There was damage or deformation due to physical stress on the device. The light guide lens was chipped. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed similar past events and found these events attributed to the inappropriate reprocess handling by the user. The instruction manual provides preventive measures against the reported failure mode. Omsc surmised that this phenomenon attributed to the inappropriate handling by the user. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found foreign material at the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.